Event description:
Pt was treated during a product demonstration at physician's office in 2007. The procedure was performed by licensed professional staff in accordance with the co's directions for use and standard treatment protocol. The pt reported to the co that she experienced delayed healing. The pt continued to provide the co with regular updates and photographs of the treated area. Based on an analysis of the pt's photographs and related correspondence between the co and the pt, a physician member of the co's scientific advisory board determined that it appeared the delayed healing was the result of a pre-existing infection [i.e. Herpes simplex virus (hsv)]. About 2 months later, the pt submitted an adverse event report to the FDA in which the pt alleges to have been injured during the treatment and has experienced delayed healing. A copy of this report was not provided to rhytec by the pt. However, rhytec became aware of this adverse event report on november 19, 2007.

Manufacturer narrative:
The co's investigation of this event to date has determined that the device performed within its intended specs. In addition, based on the info provided to the co to date, and a review of such info by a physician member of the co's scientific advisory board, it appears that the pt's delayed healing was the result of a pre-existing herpes simplex virus infection. As a result, it does not appear that the portrait psr3 device caused or contributed to the event.